Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported no sound out of speaker which was verified during evaluation. No sound out of speaker was reproduced as the device would intermittently emit no sound, and when sound was emitted, it was very faint and/or distorted and found to be caused by a malfunctioning speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced no sound out of speaker. There was no patient involvement. No additional information is available.